Event description:
It was reported that ventilator was removed from storage after a year and when powered up gave error code 33 (ventilation disabled) and an audible alarm. There was no pt involvement. (B)(4).

Manufacturer narrative:
Field service replaced the 1770 board, tested the device and returned it to service. Evaluation of the board is pending. A supplemental report will be provided when the investigation has been finalized. (B)(4).